Event description:
A customer contacted stryker to report that battery charge on their device is not retained. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with the replacement battery. The customer's device was not returned for evaluation. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that battery charge on their device is not retained. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.